Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated with the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. The initial sample tested with the cobas® liat® system generated flu a positive, flu b positive, sars-cov-2 positive. A first repeat of the same sample with the cobas® liat® system generated flu a negative, flu b negative, sars-cov-2 positive. Furthermore, a second repeat of the same sample the cobas® liat® system generated flu a negative, flu b negative, sars-cov-2 positive. Although requested it is unknown whether the two repeats were performed with the same device since no raw data, collection media, and sample information were not provided throughout the case. The results were reported to the patient and or/ medical personnel. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
A very limited investigation was performed as the lot number for the reagent kit was not provided. An investigation was performed using only the material number of the kit.- discrepant results can occur for a variety of reasons. Discrepancies between results of highly sensitive molecular tests can be observed for respiratory viruses when specimens contain very low concentrations of the analyte (i.e. Viral load). Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).

Manufacturer narrative:
(B)(4).